Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead repeatedly dislodged. It was noted that the placement difficulty was due to the patient¿s anatomy. The lead was removed and replaced with a different lead model with an active fixation. No patient complications have been reported as a result of this event.